Event description:
No additional information: material #: mz5304 . Batch #: 23069167, 23079125, 23069168. It was reported by customer that the set leaked out after being secured to IV and had to be replaced. Verbatim: rcc received complaint via email. Email(s) attached. My ER team is reporting issues with the bd maxzero pressure rated extension sets (item# 155303). From what I understand the IV solution is leaking out once the extension sets are connected to the IV tubing. Apparently this has happened a number of times with different clinicians, so I feel pretty comfortable ruling out user error. Have you received any other communications related to this product? Could we report this to bd? Im not sure if you are aware of this problem or not, but we have been having intermittent product failure for the bd maxzero pressure rated extension sets (155303). The following are 2 lot numbers where the set leaked out (after being secured to IV) and had to be replaced: 23069167 exp: 2026-06-12, 23079125 exp: 2026-07-09. Here is another lot number: 23069168 exp: 2026-06-12. Response received 14 sep 2023. Was there any damage noted on the set that causing the leakage? No damage noted. Are you able to provide the date(s) of the event(s) in the format of dd-mm-yyyy? 10-09-2023. How was the patient outcome? Are there any clinical signs, health consequences or impact? The patient was not impacted. A new IV connector was placed without any issues. Did the event involve an urgent/life threatening medical situation? No, the patient did not have any life-threatening conditions at the time. Did the event cause permanent impairment of a body function? No, the event did not cause any harm to the patient. Did the event require medical or surgical intervention? No, there was no need for any physical-level intervention. Did the event cause permanent damage of a body structure? No, the event did not cause any permanent damage to the patient. Any sample or photo available for investigation? Currently, no. We will be retaining any future connectors that show the same defect.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz5304 and lot# 23069167 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for material# mz5304 and lot# 23079125 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for material# mz5304 and lot# 23069168 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
D4. Multiple lots were reported for mz5304 on this complaint: (B)(4), manufactured 09 jun 2023, expires 12 jun 2026; 23079125 manufactured 09 jul 2023 expires 09 jul 2023. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector(s) leaked when connected to the IV tubing and required replacement. The following information was provided by the initial reporter: my ER team is reporting issues with the bd maxzero pressure rated extension sets (item# 155303). From what I understand the IV solution is leaking out once the extension sets are connected to the IV tubing. Apparently this has happened a number of times with different clinicians, so I feel pretty comfortable ruling out user error. Have you received any other communications related to this product? Could we report this to bd? Im not sure if you are aware of this problem or not, but we have been having intermittent product failure for the bd maxzero pressure rated extension sets (155303). The following are 2 lot numbers where the set leaked out (after being secured to IV) and had to be replaced: response received 14 sep 2023. -as there any damage noted on the set that causing the leakage? No damage noted. Are you able to provide the date(s) of the event(s) in the format of dd-mm-yyyy? (B)(6) 2023. How was the patient outcome? Are there any clinical signs, health consequences or impact? The patient was not impacted. A new IV connector was placed without any issues. Did the event involve an urgent/life threatening medical situation? No, the patient did not have any life-threatening conditions at the time. Did the event cause permanent impairment of a body function? No, the event did not cause any harm to the patient. Did the event require medical or surgical intervention? No, there was no need for any physical-level intervention. Did the event cause permanent damage of a body structure? No, the event did not cause any permanent damage to the patient. Any sample or photo available for investigation? Currently, no. We will be retaining any future connectors that show the same defect.